Event description:
It was reported that the battery of this pacemaker system was suspected to be depleting prematurely. The device could not be interrogated, even with patient repositioning, and there was no response to the magnet. Subsequently this device was explanted and replaced with a new pacemaker. This pacemaker has been received for investigation. No additional adverse patient effects were reported.